Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3708660, lot# serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# va0k95r, implanted: (B)(6) 2014, product type: lead. Product ID: 3387s-40, lot# va0lrz2, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had complained that the extension was uncomfortable and was too superficial in his neck. There was no alleged product issue. A revision was done to reposition the extension so it was buried and not superficial. Impedance testing was done and they were normal both before and after repositioning the extension. The patient was alive with no injury. It was the left extension that was repositioned. The patient was receiving therapy before and after the revision. The revision had taken place on the date of this report and it was unknown how long the patient had felt the discomfort.